Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultraeasy meter was displaying a battery indicator after the countdown instead of a reading. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning on (B)(6) 2013. The patient manages her diabetes with insulin (self adjuster); however, it is not clear what action the patient took in response to the alleged power issue. The patient denied testing her blood glucose with another device following the reported meter issue. According to the csr¿s documentation, as a result of the alleged power issue, the patient reportedly developed symptoms of ¿prickles in fingers and feet and sweaty¿ on (B)(6) 2013 (time not specified) and at an unspecified time later the patient reportedly administered an additional 4 units of insulin (to her usual 16 units) as self-treatment. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and there was no misuse of the lfs product. It is not known, however, if the subject meter¿s battery was replaced per owner¿s booklet recommendation; the allege power issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/09/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/30/2013 and 10/2/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. A DHR (device history record) was completed on 10/01/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.